Event description:
It was reported that a foreign material was found in the milled bone. The customer was able to identify it and discard it before use. There were no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.